Event description:
It was reported that within a month of implant, the device popped out of the patient's chest. The device was not replaced and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).